Event description:
It was reported that during retraction, the pta balloon dilatation catheter detached inside of the sheath. The sheath and detached catheter segment were removed as a single unit without incident. Another balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for eval. The investigation is currently underway.